Event description:
On may 15th 2024,senseonics was made aware of an incident where user has difficulty placing the transmitter over the sensor due to bilateral torn biceps and placement of the sensor for which user has to go back to the hcp for an additional procedure.

Manufacturer narrative:
The user has difficulty placing the transmitter over the sensor due to bilateral torn biceps and placement of the sensor.the user was advised to consult with their hcp to discuss next steps for the removal and the replacement of the sensor in a more optimal position. No further investigation is required.